Manufacturer narrative:
Investigation indicated that there was no evidence of a malfunction or product issue. Baxter was unable to duplicate the alleged condition and the device performed as designed. The customer could not tell the technician how the event happened. The safety reviewer received information from the customer that the event was contributed to user error as "staff was not using the sling properly". However, the customer did not elaborate further on this statement. Based on the information that has been provided, it is reasonable to conclude that the event was caused by user error (sling incorrectly applied to sling bar by caregiver/staff). Since the event resulted in a serious injury and was determined to be caused by user error, the customer was contacted to be offered training on how to use the medical device. The associate account executive made several attempts to contact the customer regarding the proposed training, but the customer did not supply any dates or times to conduct the training. Therefore, customer training could not be performed. This statement is available in the sabina ii instructions for use (7en155106 rev. 3) under safety information on page 3: before lifting, always make sure that: the lifting accessories are not damaged. The lifting accessory is selected appropriately in terms of type, size, material, and design with regard to the patient¿s needs. The lifting accessory is correctly and safely applied to the patient in order to prevent injuries. The lifting accessory is correctly applied to the sling bar. The sling bar latches are intact; missing or damaged latches must always be replaced with new ones. The sit-to-stand vest¿s/sling¿s straps are correctly connected to the sling bar hooks when the straps are stretched up but before the patient is lifted from the underlying surface. As a caregiver make sure that the patient is not at risk of falling forward or to any side during lifting.

Event description:
It was reported a patient suffered a dislocated shoulder with a sabina mobile lift. Reportedly, the caregiver ¿was not using the sling correctly¿ and the patient sustained a dislocated shoulder (no further information on testing or medical information were provided). No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was evaluated onsite by a qualified technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional testing, and the sling performed according to product specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.